Event description:
It was reported that cartridge alarm 20 occurred repeatedly and prevented successful loading of cartridge and resumption of insulin therapy, despite use of proper load technique and no prior history of similar cartridge alarms with this pump. There was no reported impact to the customer¿s blood glucose level. Customer was advised to transition to multiple daily injections as backup therapy, technical support arranged replacement pump, confirmed shipping details, instructed caller to place pump into storage mode and return it using prepaid label, and advised caller to reprogram pump settings and reconnect continuous glucose monitor to replacement device, which caller understood and acknowledged.